Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited driveline sheath damage on a previous repair area. The patient had applied tape to the driveline for security and believed that the zipper was causing excessive continuous stress, potentially contributing to the cracks in the sheath. During the driveline inspection 2 circular cuts/cracks were identified and it was noticed that the damage was located around the shoulder pack zipper, approximately 5 cm and 10 cm from the controller connection. No alarms were triggered, and the inner silicone lumen appeared intact, indicating the damage was confined to the sheath layer. A sheath repair was performed. The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath. As a result, the reported driveline sheath damage was confirmed. The reported driveline sheath repair damage could not be confirmed; however, it is likely that the reported sheath repair damage was perceived as the sheath damage. The reported self-repair could not be confirmed due to insufficient evidence. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported driveline sheath damage may be attributed to factors such as normal wear over time and/or improper handling. The most likely root cause of the reported self-repair may be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.